Event description:
Customer reported the passport v monitor shut down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the unit's trunk cable.